Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen panel had a small puncture hole that penetrated the screen surface. The puncture did not affect the touchscreen functionality. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. It was reported that while performing preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen panel had a small puncture hole that penetrated the screen surface. The puncture did not affect the touchscreen functionality. There was no patient involvement. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: wpga touchscreen assy, 12.1¿this part was received with a reported unit failure message of puncture hole on touchscreen. Performed visual inspection of this part received and found out damaged and hole on touchscreen panel. Please see attached picture. The failure analysis and testing department verified the failure message of hole on touchscreen. Retaining touchscreen assy in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields-d4 (UDI). Getinge field service engineer (fse) while performing preventive maintenance (pm) on work order 44790300 found that 12.1¿ touchscreen panel had a small puncture hole that penetrated the screen surface. The puncture did not affect the touchscreen functionality. Unit was not involved with patient. Replaced touchscreen assembly, 12.1¿ calibrated touchscreen. There was no patient involved.

Event description:
N/a